Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon evaluation, the monitor had extreme physical damage. The cause of the inability to power on is the physical damage. The root cause of the physical damage is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.